Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device data logs confirmed the alarm and error message. The evaluation determined that the reported device issue due to a defective internal battery. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a critically low battery alarm and a safety reset error message. There was no patient injury reported as a result of this incident.